Event description:
Patient with some iliac angulation and calcification. A wire wrap was encountered, but the physician repeatedly did not agree to resolve the wrap until he had exposed the limbs. Once the limbs were exposed, he attempted to place the bifurcated device at the renals, but also would not agree to recapture the ipsilateral limb. He twisted and torqued the device - it was observed that the limbs were twisted between 90 and 180 degrees from where they should be. When deployment was attempted, the front sheath would not deploy, and it was clear there was significant catheter damage. Deployment using brachial access assistance was not successful. Guidewire access was lost for approximately one hour. The physician then decided to cut up the device starting at the hubs and working forward; this did not aid in resolving the situation. About 6.5 hours later, the decision to convert to open repair was made. Shortly after the patient was taken to recovery, the patient was brought back to the or to resolve an ischemic bowel. Approximately a week later, the patient underwent a tracheotomy. The patient was discharged in early 2009 to a long term facility.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. All other units from this lot have been successfully implanted. Operational context contributed to the event.